Event description:
The customer reported that upon powering the device on, the service indicator was illuminated and the device would lock up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed flex cable assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be due to a bent pin on socket 9 of the plug connector p31 which causes a short to socket 10.